Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: persistent but increasing heterotopic ossification along the greater trochanter was noted. No other issues were identified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Brand name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset. Concomitant medical products: 00875705601 shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners ln 6187445, item#00877001240 metasul taper liner kk/40 lot# 2521178, item# 00877004001 msul head 40 12/14 sz s/-3.5 /-3.5 2518108. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03183. It was reported that there was debris in the sterile package upon inspection. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
It was reported that heterotopic ossification approximately 9 years after initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.